Event description:
It was reported that during a follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Patient will be monitored closely. Patient had no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.